Event description:
The customer reported the occurence of 161, 162, and 163 error codes indicating pump motor stalls had occurred during clinical use on the dates 5/1999 and 9/1999. While exact use conditions are not available, it is believed that the events were noted at flow rates <20ml/hr. The pts were reportedly not injured by the events. The alarm systems reportedly functioned as intended, notifying the caregivers of the event.